Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: investigation summary: customer returned a photo of the shelf carton from lot # 8311942. No samples (including photos of the samples) were returned. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time. Rationale: no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd¿ pn 32g 4mm 5b xtw easyflow la was damaged prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: ¿ customer reports that he uses the bd ultra-fine needles for around 5 years and sometimes he notes that in 2 or 3 needles of the boxes, the following deviations occur: absence of needle (both on the outside and on the inside) and difficulty in threading it in the pen. He reports that he performs the threading correctly, (removes the seal, threads the needle into the pen at a right angle), but even then he realizes a difficulty to attach the needle to the pen. "It's like it is scratching the pen, the fit is not perfect", informs the patient.¿